Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyk1750 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that after 82 days of insertion, leakage of the catheter was observed. The venocavography was done and the alleged leakage was confirmed. The catheter was removed. The catheter removed was a 4 fr groshong PICC.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be an MDR reportable occurrence. The investigation of the alleged event, including evaluation of the returned subject device, shows the device did not malfunction and met all specifications. No serious injury was alleged by the complainant. Therefore, this event is deemed not reportable per 21 cfr part 803.